Event description:
Patient presented to the physician with an infection at the chest incision site. Physician brought the patient into the operating room, removed the ipg, debrided the surrounding scar tissue at the chest incision, irrigated the pocket with saline, placed the ipg back in a tyrx antibiotic pouch, sutured, and closed. Postoperative antibiotics were prescribed.